Event description:
The complainant has reported that the needleknife would not extend from the catheter. This complaint was initially reviewed in 2005 and determined to be not reportable based on the info provided by the user facility. Upon review of the engineering evaluation on the returned product, this complaint has been modified to reflect reportable status via medwatch. The issue was noted at the time of preparation for the procedure. The nurse reported that they were not able to get the needle out of the sheath. They attempted several times without success. The device was then placed in the contaminated area. After the procedure was completed with a different device, they attempted to see if this device would function. It did not. The facility reiterated that no problem was noted with the needleknife, other than the needle would extend out from the sheath. It was not utilized on the pt. No pt of the device has the potential to be left in the pt. The pt condition post procedure was stable. There was no report of death, serious injury or mistreatment associated with this event.